Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the "knee tip" was disassembled and could not be reattached back on. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). D4: UDI #: (B)(4). Reported issue: little incoherent information from customer: one nurse said that the splash shield from "knee tip" had been detached and they could not attach it back. Other nurse said that the whole "knee tip" was detached and they could not attach it back. Tip 00-5150-175-00 fan spray inside 00-5150-475-00 pulsavac plus fan spray kit. I try to get right information asap. Technical review and physical evaluation: on 13 august 2019, it was reported from (B)(6) that the splash shield from "knee tip" had been detached and they could not attach it back on 10 september 2019, a returned product investigation was performed on the 00515047500. The physical evaluation revealed that the pliable shield had separate from the tip, and the platic splash shield guard had been damaged and broken into pieces. There is evidence of bonding of the splash shield, and it is not clear how it had separated from the tip. The results of the returned product investigation have confirmed the reported event. Probable cause/root cause: while the returned product investigation confirmed that the 005150447500 pliable shield had separated from the tip, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information is available.